Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) (specific bg value was not provided) and high ketones. Cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.